Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic roux-en-y gastric bypass. While stapling the stomach on the fifth firing, the handle squeezed once and then the handle locked. The surgeon was unable to squeeze the handle anymore. The device was articulated one click. The surgeon pulled back the black return knobs and removed the reload. The staple line was incomplete distally. To complete the procedure, a new handle and reload were used. No patient injury or extension in surgical time. Patient status is alive, no injury.